Event description:
Customer reported that the insulin pump often shuts off without any warnings or alerts. Customer stated that the display returns with the insertion of a new battery. Customer also mentioned receiving a failed battery test alarm. Customer's blood glucose reading at the time of the call was 269 mg/dl. Customer stated that the high was due to a snack she had last night and has treated with a bolus. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.